Manufacturer narrative:
The device was returned for investigation. The evaluation is not yet complete. No further information was provided. A supplemental report will be submitted when the manufacturer's investigation is completed.

Event description:
It was reported that the patient was having low voltage alarms while connected to power module as an inpatient. Patient cable was changed out and alarms persisted. Log file submitted and revealed that white cable was the issue and suggested that a controller should be change. Controller change was performed, and issues have so far been resolved. The controller will be returned for evaluation.

Manufacturer narrative:
Manufacturer's investigation conclusion: the reported event of low voltage alarm events was confirmed with the data retrieved from the returned system controller (serial # (B)(4)). The log file captured low voltage advisory and intermittent power cable disconnect alarms that began occurring on (B)(6) 2020. Power exchange to the power module was performed at 8:19 pm. At 10:30 pm, the low voltage advisory alarm became active with the voltage value captured below the expected value (~ 14v). There was a power exchange to 14v batteries, and the alarm cleared. On (B)(6), there were noted intermittent power cable disconnect alarm events that were captured while the system was supported on the power module. These intermittent alarm events occurred again on (B)(6). According to the voltage values, there was an intermittent loss of voltage signal with the white power cable. After each occurrence, there was an exchange to the 14v batteries, which cleared the alarm. The power cable disconnect and low voltage advisory alarm events captured prior to (B)(6) were routine alarm events relating to power exchanges and depleting 14v batteries. The returned system controller was functionally tested using laboratory equipment. The device passed the functional test procedure, confirming that all visual and audible alarms activated when they were induced. The device operated on a mock circulatory loop without any notable event captured in the history event screen. Electrical measurements of the underlying wires did not reveal any shorted or severed condition that could potentially be related. No functional issue was identified during the analysis that could be correlated to the low voltage advisory and intermittent power cable disconnect alarm events captured in the log file. Device history record indicated the device was manufactured in accordance to mfg and qa specifications. System controller (serial #(B)(6)) was shipped to the customer on (B)(6) 2018 on customer order (B)(4). No further information was provided. The manufacturer is closing the file on this event.